Manufacturer narrative:
The sealed outflow graft and sealed outflow graft bend relief were returned. The bend relief clip was partially detached from the graft attachment and two holes were observed in the sealed outflow graft near the graft attachment as a result of abrasion of the metal clip against the graft. The disconnected sealed outflow graft bend relief and damaged sealed outflow graft would have contributed to the reported bleeding and also could have potentially contributed to the reported hemolysis; however, a specific time in which it became disconnected could not be determined. In addition, the pump was returned. The body of the pump was occluded with denatured blood. The deposition was lightly adhered to the pump¿s blood contacting surfaces. Slight contact marks were noted on the outlet bearing cup and the outlet portion of the rotor, indicating that the deposition was present during pump operation. The deposition appeared to have formed as a result of an interruption in flow or a low flow state, although a specific cause for the low flow and the duration that the deposition was present in the pump could not be determined. The deposition could have potentially contributed to the reported hemolysis symptoms and caused increased drag on the spinning rotor, resulting in the reported pump power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2.5 years post-implant, it was reported that the patient was transferred from another hospital due to an increase in hemolysis parameters. The patient¿s lactate dehydrogenase (ldh) levels were 2800 u/l and the patient had hemolytic urine output. The left ventricle was dilated and the aortic valve opened with every second beat. The pump flow was slightly decreased from the average flow for this patient. An x-ray was performed and indicated a disconnected outflow graft bend relief. The hospital team decided to reconnect the outflow graft bend relief to see if this had any effect on the patient¿s hemolysis. On (B)(6) 2015 the patient was taken to the operating room and during this procedure the surgeon noticed that the outflow graft was eroded and there was bleeding at the point where it was in contact with the metal part of the outflow graft bend relief; therefore, the surgeon decided to replace the complete outflow graft. After returning the patient to the ICU, the pump power had increased to 16w and later to 10w. An echocardiogram was performed and showed thrombus formations at the tip of the inflow conduit; therefore on (B)(6) 2015 a decision was made to exchange the pump.

Manufacturer narrative:
Approximate age of the device is 2.5 years. The device was received for analysis. Evaluation is not yet complete. The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.